Event description:
Surgeon fired protack 3-4 times; then protack would not fire again. Device passed off field and saved. Another protack opened and used with no problems.======================manufacturer response for protrack fixation device, protrack fixation device (per site reporter).======================reporter not aware of sales rep response.